Event description:
A smiths medical legacy pump was reportedly alarming with an error that indicated the cassette was not properly inserted. The patient was feeling sick and realized that her pump had not alerted her that it was no longer infusing. She was able to successfully continue the infusion by switching to the backup device.